Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted.

Event description:
It was reported the lead was attempted but not used. After the initial insertion into a 9f safesheath, the physician pulled back on the lead and noted the svc coil appeared to have unraveled. A new lead was used. No patient complications have been reported as a result of this event.